Event description:
Complainant alleged that the medics were treating a 21 yr old male pt who had suffered an accidental electrocution. The medics analyzed the pt heart rhythm with the device in semi-automatic mode. The complainant indicated that the device did not advise shock to a shockable pt heart rhythm.